Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. This is one of four reports submitted for the same event. Please reference MFR report #s: 9616099-2008-02718, 1016427-2008-00307, and 9610978-2008-00274.

Event description:
This male pt with a history of previous, bilateral endarterectomy, hyperlipidemia, coronary artery disease, and hypertension was admitted for angiographic eval of the carotid arteries. The pt was asymptomatic at the time of the exam. Angiography revealed a 90%, 40mm, eccentric, mildly calcified stenosis in the proximal right internal carotid artery. The vessel was described as 4.0mm in diameter and was moderately tortuous. An angioguard with a 6mm basket was advanced beyond the target site and was deployed without difficulty. The target site was predilated with a 3.0 x 30 firestar balloon. Two (2) precise pro stents were deployed in overlapping fashion to cover the lesion, a 7.0 x 30mm and a 9.0 x 40mm. The stents were post dilated with a 5.0 x 30 aviator balloon. Following post dilation of the stents a vessel spasm occurred and the pt experienced left-sided hemi-neglect, aphasia, arm drift, and facial palsy. This was treated with 200mcg ia nitroglycerine. The angioguard was recaptured without difficulty. There was no debris noted in the filter. A second distillation of 200mcg ia nitroglycerine was administered. The pt's condition improved but did not resolve. The pt was diagnosed with ischemic stroke and was sent to a rehab facility for two weeks. Following rehab, the pt required assistance for grooming, eating, and ambulation. He was transferred to a skilled nursing facility.